Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive debug and final testing without duplicating the report. The device was recertified and returned to the customer. The battery log file data and battery testing found that the battery returned with the device was not the battery used during the event. The device logs showed no use on the event date (B)(6) 2025; instead, activity on (B)(6) 2025 matches the described event. Review of the log showed the device displayed a "low battery" message followed by a "shutdown warning," which would appear as a red screen - consistent with the customer's report. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician was able to continue treating the patient with the same device. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.